Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that normal saline programmed to infuse at 75ml an hour, however infused faster than programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was provided.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, unique device identifier (UDI)# additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of an over infusion was confirmed and replicated during laboratory testing. ¿ the event date and time were reported as 30sep2024 at 11:54 am. ¿ review of the devices event logs confirmed that on 30sep2024 at 12:02 pm an infusion with a rate of 75 ml/hr, vtbi of 850 ml (11.33 hours) of maintenance fluids was programmed on the suspect pump module s/n 15740287 to infuse and alarmed for air in line at 1:26 pm (1 hour and 24 minutes later) with a pvi recorded of 151.722 ml. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with the original damaged membrane frame installed and unregulated flow being observed. ¿ a good known membrane frame was installed temporarily for investigation purposes only and rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. ¿ occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ the alaris system user manual v12.1.2 sates: ¿should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse¿. ¿ alaris system user manual v12.1.2, states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ per the alaris system user manual v12.1.2, regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ bd recommends that all pre-inspections of the instrument be performed before device use. A qualified technician or biomedical engineer must perform inspections at least once a year or as required in accordance with bd guidelines. ¿ field safety notice ¿ mms-20-3810 addresses platen damage on the pump module 8100 concerning hardware situations. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace the membrane frame since it was found the upper hinge for the platen was broken off. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the customer¿s report of an over infusion is due to a broken upper hinge on the pump module membrane frame assembly. A physically broken upper hinge on the membrane frame may cause the platen to move. If this issue occurs during an infusion, unregulated flow may occur. The probable cause of the broken upper hinge on the membrane frame assembly is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break. Note that imdrf annex a1801, a040502, a0401, a27, a0404, c0601, c07, d01, d15, g02017, g0405212, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that normal saline programmed to infuse at 75ml an hour, however infused faster than programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was provided.